Event description:
One episode of lead migration and four episodes of facial and lip swelling after inspire was implanted. Most recent episode of facial and lip swelling was on (B)(6) 2022. FDA safety report ID# (B)(4).